Event description:
The complainant reported that the impella cp was implanted to support a percutaneous coronary intervention procedure. When closing the access site, two wires were placed and double angioseal was attempted with significant bleeding post deployment. Manual pressure was held for 40 minutes and femstop was placed before leaving the catheterization lab to intensive care unit (ICU). Femstop was removed on arrival to ICU, 30 minutes of manual pressure was held and hemostasis achieved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿